Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a 505 error code. It was reviewed the error code was > 250. It was noted the error code was not resolved on the call. The patient noted when she moved certain ways pain would shoot from her rear and down her leg. The caller stated he was having issues trying to drive as well as issues trying to sleep. The patient noted the symptoms were sudden in onset. The patient stated she was given no instruction and the hospital told her to call the healthcare professional (hcp). The patient noted it was unknown if she had a follow up scheduled. The patient believed that the implantable neurostimulator (ins) was on even though the 505 error was showing on the patient programmer. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.